Event description:
Customer received result of hi (greater than 33.3 mmol/l) on the mobile system and a result of 9.1 mmol/l on the aviva nano system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, the test cassette is no longer available.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278209, expiration date 06/30/2014). (B)(4). Will not be returned to manufacturer.